Event description:
It was reported that two vascular stents were placed in overlap to treat a long sfa stenosis. Twelve days later, the patient represented with blood clotting and compromised blood flow at the hospital where a standard thrombolysis procedure was performed. No further intervention was done after this treatment. The patient represented again at hospital with thrombosis and an ischemic foot approximately 2 weeks later. A stent fracture was detected. A declot procedure was performed and an additional stent was placed inside the fractured stent segment. Another two weeks later, further flow issues were reported; an angiography showed fractures along the entire length of both vascular stents. Further stents were placed along the entire length of the stented segment. The patient is reported to be fine now. No patient injury was reported. This is the same patient as reported in medwatch report # 9681442-2015-00039.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The subject device was not returned. The evaluation of the images provided confirm the placement of two stents in overlapping technique and the twisting of the distal stent. A stent strut fracture could not be identified due to poor resolution of the images. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. The performed declotting procedure may be a contributing factor as well. On the basis of the information available and the evaluation of the images provided, a definite root cause could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any further patient details.